Manufacturer narrative:
Medical devices continued: sedr01 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead warning due to many low impedance measurements. This was a known issue, per the physician. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.